Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. The lead was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that suggests the noise was being oversensed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. The lead was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that suggests the noise was being oversensed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments and was noted to be severed 247mm from the terminal end. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 52mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise were due to fracture and were likely caused by the confirmed fracture.